Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the pump was returned with the keypad peeling off. The contrast button is inoperable, all others respond appropriately. Removed keypad- contrast button contact was found to be missing. Dim display- letters have a red hue. Returned battery cap used for testing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on (B)(6) 2015.